Manufacturer narrative:
Concomitant medical products: product ID 977a190, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a190, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information received from the patient that they had coupling problems and had troubling charging the implantable neurostimulator (ins). The issues began about a month ago ((B)(6) 2014). The patient stated that they could not get over 2 coupling boxes when charging. They noted that they had to sit with it turned on and plugged in for 10 hours. It was also stated by the patient that "its never completely" dead but it was "down to 1 bar". Additional information received from the patient on jan. 6, 2016 reported that they had poor communication using the programmer unit. The patient was also unable to communicate using the recharger unit. It was noted that the patient had difficulty recharging the ins and that it would take 4 days to charge. They were unable to charge the ins. They were told by the manufacturer's representative that there was nothing they could do. Follow up information received from the manufacturer's representative on jan. 7, 2016 reported that the patient's ins was in a confirmed overdischarge (od) condition. The representative was able to get the ins out of the od and was working on charging it up to 25% so they clear the power-on-reset (por). It was noted that the cause of the od was poor coupling due to the ins being tilted. The tilted device may be revised if the coupling does not improve. The indications for use for the implanted device were non-malignant pain and cervical radiculopathy. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturer representative reported that the patient was able to fully charge their stimulator. They were still having issues with coupling and only getting 4 coupling bars. A revision was being discussed at the patient's pain clinic. It was noted that the patient had not used their device much since they recharged as they had been at the hospital with their mother who was ill. The patient knew to check their charge frequently and they were going to try and use the device more.